Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that pocket lid was not opened because there were a few tablets sitting in pocket that are wedged into the side of the pocket pressing on the lid not allowing it to open. A technical support specialist instructed the user to inform pharmacy to have pocket replaced to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system, pocket lid was not opening, which hindered user from accessing medication (oxycodone 5mg). No other information was released regarding this event. There were no adverse events or injuries reported based on this event.